Manufacturer narrative:
No device eval was performed since the device was not returned to the MFR. A review of the device history records reveals no problems found during manufacture. A review of the complaints database show no other reports received on this device lot number.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's prolite mesh product. Received report that plaintiff alleges has suffered pain, suffering, disability, impairment, loss of enjoyment in life, inability to engage in chosen and necessary activities as a result in the implantation of three companies pelvic mesh products. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if add'l info comes to its attention.